Event description:
It was reported that the patient is being considered for a future left hip revision due to unknown reasons. However, no intervention has been reported to date. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;d10;g3;h2;h3;h6;h10 d4: attempts have been made to gather all product identification information, and no further information has been provided. D10: cat # unknown / lot # unknown unknown head cat # unknown / lot # unknown unknown liner cat # unknown / lot # unknown unknown taper no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a left total hip arthroscopy is anatomically aligned. There was no fracture, dislocation or evidence of implant loosening. Moderate lateral heterotopic ossification is present without osseous bridging. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.